Manufacturer narrative:
Patient information was not made available from the site. On 08/23/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Review of system logs showed the user attempted to move the imaging system directly after taking a 3d spin, while it was still processing the image. Alerted the users that they should not move the imaging system in any way until the scan finishes being pushed to the navigation system. System ready for use. On 08/29/2016 hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, dispatch, reported that while in a spine procedure, their imaging system was experiencing issues connecting to their navigation system to transfer a 3d spin. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to discontinue the use of the imaging system and brought in a second imaging system to continue the procedure. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 20 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier, age and sex now provided. Correction: a hardware investigation was not completed. A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
(B)(6).